Manufacturer narrative:
No product samples, videos, or photographs were returned for investigation. The device history review (DHR) found no non-conformances that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.

Event description:
The event occurred in the infusion center on an unspecified date in (B)(6) 2020 and involved a spinning spiros® closed male luer, red cap that came off of the secondary set, secure lock, resulting in a leak of unspecified chemotherapy. The event occurred approximately 30 minutes into the infusion. This report reflects 1 of 2 events reported.